Event description:
Pt's surestep meter was set to the incorrect unit of measurement, which caused them to become hypoglycemic. The pt reported that they were vomiting and felt ill. They stated that they took their normal dose of insulin before going to sleep (unk if insulin is based on a set amount or a sliding scale). The amount of insulin that they took was 12 units of an unk type of insulin. They stated that they tested their blood sugar before (unk if this was before taking insulin) and the meter read 222 mg/dl. They interpreted this as 22.2 mmol/l. They stated that on sunday morning they felt dizzy and ill so they called the ambulance. When the "dr" arrived their blood sugar was tested and the result was 3.3 mol/l. They were treated with "sugar." Their blood sugar was tested again and the result was 19.7 mmol/l, this was at 11:30 am. Pt also reported that on monday evening a similar event occurred. They obtained a high reading on their meter and they then took 12 units of insulin (type unk). On tuesday moring they called the ambulance for "the same problem". No further info was reported.